Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture that resulted in greater than 2 seconds of asystole for this patient. This rv lead was surgically abandoned and was replaced with no issue. Additional information indicated that the cause of loss of capture was not determined. The physicians suspected a micro-dislodgement or another tissue interface issue. The lead was disconnected from the device and it was tested exactly the same through pacing system analyzer (psa). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.